Manufacturer narrative:
Correction information provided in h.6. (FDA-evaluation method code b14 should be b22). Additional information provided in h.6. And h.11. The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. The reporting facility did not provide a lot number or any identification of the product. Photo provide shows an activated company device. The plunger appears to be advanced to mid nozzle and appears to be advanced under the iol. The iol appears to be advanced into the nozzle entry. We are unable to determine the root cause for the reported complaint "plunger passed the lens". The product was not returned for analysis. Plunger underride was observed on the returned photo. Plunger underride may occur: 1) if the lens has become misaligned in the lens bay during the manufacturing process. 2) due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. 3) if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. 4) if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the plunger passed the lens. Additional information has been requested. This report is associated with multiple complaints. This file is 2 of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.